Event description:
It was reported that during a low anterior resection procedure, air leaked a lot. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.